Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm was reported.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, two-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the catheter. Visual analysis revealed a small hole/cut on the proximal extension line. The hole was located directly below the proximal hub and was completely exposed. The appearance of the hole was smooth and uniform, which indicates that contact with sharps caused or contributed to this event. The proximal extension line inner diameter measured 1.42mm which is within the specification limits of 1.42-1.50 mm per the proximal extension line extrusion graphic. The proximal extension line outer diameter measured 2.15 mm which is within the specification limits of 2.13-2.21 mm per the proximal extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter". When the proximal line was flushed, water leaked from a small hole. No leaks were observed when the distal lumen was flushed. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a cut below the luer hub. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.